Event description:
It was reported the patient received the following results within 15 minutes: 70 mg/dl and 176 mg/dl. The patient experienced hypoglycemia symptoms of feeling pale as if she was going to faint. The patient self-treated with juice and crackers.